Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this right ventricular lead exhibited loss of capture in this pacer dependent patient. It was also noted that threshold measurements increased. As a result, the output was increased.